Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed a b30 communication error. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b30 error communication error. The customer was asked to power off both the evis exera iii video system center and the evis exera iii xenon light source, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for it to dry, reconnect the scope, and power the units back on. The customer reported that the b30 error disappeared, but the e216 communication errors came up. The customer was then asked to do the same with another 190 scopes, and they reported that it came up fine. The customer was asked to check both scope models when the system is available to see if they are the same models. Different models use different pins on the socket. The customer was advised to swap the evis exera iii xenon light source with with a known working one to narrow down the issue further. The issue could not be resolved over the phone. The customer was provided with additional troubleshooting steps. The customer later followed up and stated that it was found that one of the scopes was bad and sent out for repair. The device was not returned to olympus for evaluation; the investigation is ongoing. A supplemental report will be submitted if the user facility provides additional information.